Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2019. The patient¿s cause of death is unknown however it was reported by the vad coordinator that the lvad functioned as intended until the patient's time of death and was not associated or caused by the hm2 or its peripheral equipment. The pump was not explanted. Additional information was requested, but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number (B)(4), could not be conclusively established. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. No further information was provided. The manufacturer is closing the file on this event.